Manufacturer narrative:
(B)(4). The health care professional reporter declined to provide additional information. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis and sepsis and then subsequently passed away coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain, fever, chills, and cloudy effluent. The cause of the peritonitis was unknown. The cause of the sepsis was due to the peritonitis. Treatment for the peritonitis and sepsis events was not reported. The cause of death was sepsis due to peritonitis. One day after onset of symptoms, the patient was diagnosed with and hospitalized for the peritonitis event and was hospitalized at the time of death. The patient was not recovered from the peritonitis event at the time of death. It was not reported if an autopsy was performed. Dianeal therapies were ongoing until the time of death. No additional information is available.